Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient is experiencing chronic pain, loss of grip strength and use of both hands, limited mobility, difficulty swallowing and talking, after undergoing a 2-level mobi-c procedure. The patient was scheduled to have a revision surgery to fuse c3-t1 but the procedure was canceled due to covid-19. The patient is reported to be on disability and is not able to work, and was hospitalized for irregular heartbeat associated with pain. The procedure has not been rescheduled at this time. This is report two of two for this event.

Event description:
It was reported that a patient is experiencing chronic pain, loss of grip strength and use of both hands, limited mobility, difficulty swallowing and talking, after undergoing a 2-level mobi-c procedure. The patient was scheduled to have a revision surgery to fuse c3-t1 but the procedure was canceled due to covid-19. The patient is reported to be on disability and is not able to work, and was hospitalized for irregular heartbeat associated with pain. The procedure has not been rescheduled at this time. This is report two of two for this event.

Manufacturer narrative:
Information added to d8, h6: component codes, health effect- impact code, health effect- clinical code, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for two (2) of two (2) mobi-c implants (pn unknown) for the failure of patient pain post-op due to improper product use in surgery. Medical records were provided for review and utilized to determine the failure mode. Device evaluation: product was not returned so a device evaluation could not be performed. However, per x-ray review, no misalignment or mis-sizing is noted. It can be seen, however, that the 2 mobi-c devices were implanted next to a roi-c device. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the implants being used next to an roi-c, which is contra-indicated in the IFU. It is also possible that the patient's conditions prior to surgery were not alleviated and are progressing without impact from the implants. DHR review and related actions lot numbers are not known, so DHR review could not be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this device is used for treatment. Mobi-c and roi-c implants are not indicated for use together. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00206.

Event description:
It was reported that a patient is experiencing chronic pain, loss of grip strength and use of both hands, limited mobility, difficulty swallowing and talking, after undergoing a 2-level mobi-c procedure. The patient was scheduled to have a revision surgery to fuse c3-t1 but the procedure was canceled due to covid-19. The patient is reported to be on disability and is not able to work, and was hospitalized for irregular heartbeat associated with pain. The procedure has not been rescheduled and no further information is available at this time. This is report two of two for this event.